Event description:
Event description cpi received information that, upon interrogation of this implantable cardioverter defibrillator (ICD), a message was displayed indicating a possible device malfunction had occurred.